Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to a suspected mini-stroke. Nevro attempted to obtain additional information regarding the nature of the mini-stroke but was unsuccessful. The patient has recovered without sequelae and is currently using the device with effective pain relief.